Manufacturer narrative:
Section d4 (lot number): originally reported as 22b096fhx and should be 22b140fhx..

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One (1) open and used sample was returned for the evaluation. Visual inspection was completed on the sample with no issues noted. Unfortunately, as the sample was used, the site could not test it, therefore the reported issue cannot be confirmed. During the manufacturing process on thoraseal 3 vessels, they are all 100% leak tested and 100% functionally tested as part of the process. Also, independent sampling is completed by quality assurance (qa) to confirm units are functioning correctly. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that due to the bubbling noted in the chest drainage unit (cdu), the physician attempted to locate the source of air leak bubbling in water seal and suction control chamber with suction regular on noted while chest tube was clamped. The customer stated that a leak from patient was ruled out therefore the cdu itself must be malfunctioning. There was no injury to the patient or staff involved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.